Manufacturer narrative:
The calibration and qc was acceptable. The field service engineer found the ise 2 wash station was overwashing. He adjusted the wash station. The customer ran qc with all results within specification. The investigation determined the issue was resolved by the service actions.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect sodium results for 10 patient samples from the cobas 8000 cobas ise module. Sample 1 initial result was 134 mmol/l and the repeat result was 140 mmol/l. Sample 2 initial result was 132 mmol/l and the repeat result was 140 mmol/l. Sample 3 initial result was 132 mmol/l and the repeat result was 139 mmol/l. Sample 4 initial result was 132 mmol/l and the repeat result was 138 mmol/l. Sample 5 initial result was 132 mmol/l and the repeat result was 138 mmol/l. Sample 6 initial result was 134 mmol/l and the repeat result was 141 mmol/l. Sample 7 initial result was 133 mmol/l and the repeat result was 139 mmol/l. Sample 8 initial result was 134 mmol/l and the repeat result was 140 mmol/l. Sample 9 initial result was 155 mmol/l and the repeat results were 150 mmol/l and 157 mmol/l. Sample 10 initial results were 148 mmol/l with a data flag and 150 mmol/l. The repeat result was 155 mmol/l. The questionable results were reported outside of the laboratory. The electrode lot number and expiration date were requested but were not provided.